Event description:
A facility representative reported about a lens being damaged which noticed after lens inserted into eye during intraocular lens implantation procedure. Additional information was requested, but no further information is available. There are three medical reports associated with this report. This is 3 of 3.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).